Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) along with the watchman access system (was). Blood was on the device. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The implant was protruding 4.5mm from the tip of the device as received. There was contrast on the distal end of the implant. The implant was deployed during analysis and found to be consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10613. It was reported that the device was kinked. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa and a 27mm watchman laa closure device and delivery system (wds) was inserted in the was. Resistance was noted while advancing the wds in the was. There was some kinking of the wds. The closure device was deployed, but did not meet release criteria due to position and compression. The device was fully recaptured and removed. The was also removed to exchange to a single curve was. Upon withdrawal, a plastic filament was noted exiting the distal tip of the was. The procedure was completed successfully with a new was and a new wds. There were no patient complications reported.